Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while inserting the lfn (lateral femoral nail), the doctor over inserted the nail into the femoral shaft. The doctor tried unsuccessfully to back the nail out and also loosen the connection screw. After unsuccessful attempts; the surgeon tried to loosen the nail with a twisting motion and the little lip that is on the end of the insertion handle broke off. The surgeon had to remove a large piece of bone stock from the trochanter in order to remove the lfn (lateral femoral nail). A stable fixation of the fracture was completed. There was a reported surgical delay of ninety minutes. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As received condition the notch on insertion handle broken off. The dimension of the notch cannot be measured due to its broken off condition. Since the relevant feature cannot be measured accurately, this complaint task is indeterminate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Implant / explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).